Event description:
--

Event description:
Boston scientific received information that this device exhibited extended charge times resulting in end of life (eol), which may be an indication of an out of specification condition. No adverse patient effects were reported. The device was later explanted with adverse patient effects reported.

Manufacturer narrative:
The device was explanted. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times [, and the eri to eol time period was shortened,] due to a higher-than-typical build-up of internal battery impedance. [This device is included in the mid-life display of replacement indicators ((B)(6) 2007) advisory population.]